Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was over 600 mg/dl and current blood glucose level is over 600 mg/dl. The customer treated high blood glucose with daughter¿s insulin pump. The customer alleges pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing insulin pump when high blood glucose was reported. The insulin pump will not be returned for analysis.